Event description:
Vein harvesting technician was attempting to do an endovein harvest using the maquet vasoview hemopro2 vessel harvesting system. Technician attempted to visualize the tunnel along the saphenous vein but discovered the co2 insufflator was indicating no pressure. Staff verified all connections and made sure the co2 was indeed running. The pressure in the tunnel would not maintain. Staff changed out the insufflator tubing with no change. Last, they changed out the maquet vasoview hemopro2. With the new system, staff was able to maintain pressure that opened up the working tunnel along the saphenous vein. Staff believe the problem was with the valve on the long device.what was the original intended procedure?vein harvest (CABG).device #1is this a laboratory device or laboratory test?no.